Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for device upgrade procedure. Upon interrogation, it was noted that the left ventricular lead had retracted back to superior vena cava. It was discovered that the device had been reprogrammed to right ventricular pacing prior. It is unknown when the dislodgement was discovered and when the programming change was made. Lead replacement was discussed but not yet performed. The patient was stable.

Event description:
New information received stated that the left ventricular lead was explanted and replaced. The patient was stable.